Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The failure analysis (fa) investigation confirmed the customer reported complaint of "would not clamp with the reload in". Fa found the primary failure of clamping failure to be related to the customer complaint. The stapler sureform 60 was found to have consecutive clamping failures based on log review and was replicated during in-house testing. A review of the logs showed 10 clamping failure errors. The stapler was tested in-house, and the instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The stapler sureform 60 initialized, clamped, fired, and unclamped without any issues. However, the stapler failed the hi-challenge foam test on multiple tries. An error of "tissue too thick" would appear on the inhouse system screen. The foam was repositioned, and the error message would still occur. Fa removed the housing and there was no damage found on the clamping pulley. The probable root cause cannot be determined, and the instrument will be transferred to engineering for further investigation. Additional observations by the failure analysis (fa) that were not reported by the customer: the instrument I-beam assembly was found to be jammed. The I-beam was unable to be manually driven out all the way for observation. Fa determined that the root cause of the failure is attributed to the component failure. As of 10-nov-2022, a review of the site's complaint history identified three additional complaints pr562563, pr562565, and pr562566 as related record of this complaint pr562564. A review of the device logs for the stapler sureform 60 (part #480460-09 / lot/serial# l92220322 0181) associated with this event has been performed. Per this review of the logs, the stapler sureform 60 was last used on a sigmoid colectomy surgical procedure on 24-oct-2022 via system serial #sk3470. There were 12 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition, or the issue was identified before installation on the reported event date. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was reported that the procedure was converted to open surgery. Furthermore, the failure analysis confirmed (a functional test failed unclamp/a shifting failure occurred in a clamped state] due to the I-beam assembly was jammed. Medical intervention may be required in the event that the stapler failed to unclamp from tissue when commanded by the user or system.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the stapler sureform 60 would not clamp with the reload in. The procedure was converted to open surgery, as the surgeon was reportedly not comfortable using the stapler after the failed attempts. The procedure was otherwise completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed additional testing on the sureform 60 stapler instrument involved with this complaint. The instrument was retested on an in house system and passed all functional testing. The instrument clamped successfully on 1 foam test strip with green reload, and then again on 2 foam test strips with a black reload. The instrument also fired, unclamped, and moved intuitively in all directions. After the firing, the I-beam was manually extended and was able be driven out the full length. It is possible a lodged staple was preventing full extension during primary failure analysis, which became dislodged during the firing test. Code for jammed I-beam will be marked for deletion. I-beam sheath was intact and not damaged or bunched. There was no lodged staple in the I-beam path. Log review shows multiple clamping failures in the field which may be related to a lodged staple however investigation is unable to confirm this. Failure analysis could not replicate clamping failure, therefore code will be updated to confirmed but not replicated.